Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. Additionally, the battery issue resulted in the customer experiencing a "high" blood glucose (bg) level. The customer administered a correction injection to treat the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.